Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. The insulin pump was received with minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported a motor error on his insulin pump. Customer's blood glucose was 57 mg/dl. There were no significant events leading to the alarm. Customer had an MRI but did not have the device one. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.